Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) showed less than one year of remaining longevity, but it showed nine years remaining at the previous follow-up, which was six months prior. Boston scientific technical services (ts) was consulted, and recommended device replacement. This device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, thorough analysis of the device was performed. It was noted that the device had not reached a replacement indicator while implanted. The titanium case was opened and visual inspection revealed no irregularities. To determine if the battery depleted in a normal fashion, laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, it was determined that this device did not meet expected longevity. Despite exhaustive analysis, laboratory analysis was unable to ascertain the condition that caused the battery to deplete prematurely.